Event description:
Customer's family member called to report the pump had an a-35 alarm while customer was at school. Stated the driver block was very sticky. Device was not dropped, bumped, or exposed to moisture.